Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
It was reported that the ventilator had an alarm lamp fault. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the power switch overlay. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.